Manufacturer narrative:
The customer was given a quote for new battery. Customer does not accept servicing .the device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device has no battery backup. There was no reported patient involvement.